Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgical manipulator (usm) 2 was replaced due to the carriage disk not going up. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. The technical support engineer (tse) noted no relevant errors.

Event description:
It was reported that after preparing the operating room, placing the trocars, and performing the docking, a fault occurred when the prograsp instrument was inserted and not recognized. The carriage disk on universal surgical manipulator (usm) 2 was not doing the upward spring movement. The surgeon could not complete the procedure with only 3 arms. The surgeon believed the malfunction was due to the arm or the sterile adapter. Prior to the procedure being aborted and on initial inspection prior to use, the system had been functioning properly with blue leds; initially, the arm displayed yellow leds, but they turned blue after the arm drape was applied. The issue occurred approximately 20 minutes into the procedure. Troubleshooting was performed with technical support, but the issue was not resolved, leading to the rescheduling of the surgery. The malfunctioning arm was replaced that same afternoon. The surgery was canceled and rescheduled for the following friday with the robot. The patient tolerated the change after the abortion of the initial procedure. The rescheduled surgery proceeded without issues, and the patient completed their hospital stay without complications. There were no post-operative complications experienced by the patient following the surgical procedure. No video recording of the procedure was available for review.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the universal surgical manipulator (usm) was received for failure analysis. The usm was analyzed and upon visual inspection, it was noted that the carriage gearbox degrees of freedom (dof) 5 was sticking. The usm was installed onto a known good system where it failed the instrument test due to dof 5 sticking down, replicating the reported event. The usm was then installed onto a test platform where it was noted that dof 5 was pressed in and it would not go back up.

Event description:
Refer to h11 for follow-up information.